Event description:
Per the clinic, the patient was treated with IV antibiotics and steroid due to rising impedance with the internal device and pain (specific date and duration not reported). The impedance values returned to normal post treatment. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 04, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6)2024. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached.